Event description:
It was reported that there were multiple occurrences of the bd extension set maxplus¿ experiencing foreign matter. The following information was provided by the initial reporter: it was found that there is yellowing component.

Manufacturer narrative:
Investigation summary: twenty samples were submitted for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the samples submitted identified a yellow discoloration in the tubing and extension set connectors. No other issues were found during the investigation. A device history record review for model mx9059, lot number 21065711 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mx9059, lot number 21045469 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A review of the sterilization record for item #mx9059, lot 21065711 shows that the extension sets were sterilized in (B)(6) 2021. A review of the sterilization record for item #mx9059, lot 21045469 shows that the extension sets were sterilized in (B)(6) 2021. The root cause for the issue seen in this complaint is a result in the sterilization process. Previous complaints have seen a similar issue with discoloration of extension set tubing, with the tinting of the tubing increasing over time. Previous investigations have shown that the discoloration does not affect the performance or sterility of the product. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21045469, medical device expiration date: 06-apr-2026, device manufacture date: 05-apr-2021; medical device lot #: 21065711, medical device expiration date: 28-jun-2026, device manufacture date: 09-jun-2021.